Manufacturer narrative:
The handpiece was examined and the reported event was not replicated. The company representative indicated that there were no handpiece associated system message codes in the systems events logs. However, he did clear a clog in the handpiece during the servicing. The handpiece was tested with the system and was found to meet product specifications. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.

Event description:
A healthcare professional reported that a product was defective and returned it. Ultrasounds did not work. It was unknown if there was any patient impact. Additional information has been requested but not received to date

Manufacturer narrative:
.

Event description:
Additional information was provided by a company representative who reported that there was only a contamination inside the irrigation tube which was removed. There was no error recognisable and the error memory did not show any error codes.